Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2018. Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant, the patient went to the emergency room, but was noted to be alert and without injury or other symptoms reported. Testing revealed no right ventricular (rv) capture even at full output, along with unstable thresholds. The patient was moved to a cath lab for temporary lead placement. Upon arrival, pacing was found to be restored and working fine. A temporary lead was implanted, and later the chronic rv lead was explanted and replaced. No patient complications have been reported as a result of this event.